Manufacturer narrative:
Follow up 06-sep-2016: quality-safety evaluation of ptc ptc global number: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality detect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Follow-up received on 26-sep-2016: follow-up attempts were done but no answer was received. (B)(4). The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 26-sep-2016 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed 738 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this non-medically confirmed, spontaneous case report received via regulatory authority refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pain in abdomen. Essure (xenobiotic material) was removed and bilateral salpingectomy was performed as well. According to additional information, this case became potential legal. This event is listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur during essure use. Despite the lack of information for a comprehensive causality assessment, considering its nature per se and the absence of alternative explanation, causal relationship between the reported event and essure use cannot be excluded. This case is regarded as incident since device removal was required. Other non-serious events were reported. Technical analysis concluded as a product quality detect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No further information is expected.

Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on 08-mar-2016 from a (B)(6) female consumer and forwarded to bayer on 04-aug-2016. On (B)(6) 2006 essure (ess205) (fallopian tube occlusion insert) was placed. The consumer reported painful placement which took 30 minutes. Her complaints started 1 year after procedure. In an unspecified date she experienced pain in abdomen, gastro-intestinal complaints, bladder infection, lower back pain, pain in arms and feet, pain in neck, arthralgia, pain radiating to legs, depressive feelings, loss of libido, tiredness, vaginal secretion, tooth problems, vitamin deficiency, heavier menstruation, rheumatism complaints, and burning feeling around vagina. Those events led her to work-related problems, unspecified problems with movements, problems with daily tasks, and relation and/or family problems. In an unspecified date she contacted her physician and had appointments with a few doctors (gynecologist, dental surgeon, neurologist, pain clinic, and dentist). She also had stomach examination, nuclear magnetic resonance imaging (MRI), and back examination; however the results were not provided. She received unspecified medications for root canal treatment, nerve treatment in jaw, mucous in vagina was burned away, nerve dead-burned. On (B)(6) 2016 essure was removed and bilateral salpingectomy was performed as well. The consumer was recovering. No assessment regarding the relationship between the events and essure was provided. Follow-up information was received on 18-aug-2016. It was received from patient via letter in which she holds bayer liable for the damage caused. On (B)(6) 2006 (discrepant with information previously reported) the patient underwent a medical treatment in the hospital, known as the essure sterilization method. After this treatment several physical complaints developed. In the meantime patient has had follow-up treatments and the xenobiotic material was removed. Because of the complaints patient is being impeded in her normal daily functioning and patient is suffering from injury. Follow-up information is expected. Company causality comment: this non-medically confirmed, spontaneous case report received via regulatory authority refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pain in abdomen. Essure (xenobiotic material) was removed and bilateral salpingectomy was performed as well. According to additional information, this case became potential legal. This event is listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur during essure use. Despite the lack of information for a comprehensive causality assessment, considering its nature per se and the absence of alternative explanation, causal relationship between the reported event and essure use cannot be excluded. This case is regarded as incident since device removal was required. Other non-serious events were reported. Technical analysis has been requested. Further information is being sought.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.